Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call hospitalization. Trouble shooting was performed and found customer began getting high blood glucose after 2pm and thinks it was caused by device malfunction. The customer's blood glucose was at time of incident 485 mg/dl and current blood glucose is 240 mg/dl. Customer did not have symptoms related to the high blood glucose and was treated at the hospital with manual injections. Customer declined to perform a carelink upload. Advised to change complete set (inf and res). Advised sending tubing clamp to perform high-pressure test. The insulin pump will not be returned for analysis.